Event description:
It was reported that during testing, the device would not deliver the proper amount of defibrillation therapy and logged several fault codes. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Several attempts have been made to f/u with the customer but have been unsuccessful. Physio has been unable to confirm at this time if this device has either been repaired to removed from svc. The cause of the reported failure could not be determined at this time.